Event description:
A complaint was rec'd from a customer that customer that stated that the elite system would not count down when using excel off brand reagent strips. While on the phone an eval of the system was conducted. Electronics checks were conducted and were found satisfactory. The customer was told that bayer does not provide or support the use of an off brand reagent such as excel. The customer was supplied replacement product and was advised to contact the co's 24/7 customer service for further info and help. The complaint is considered closed for purposes of MDR.